Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7090374. Model/catalog description: linear st lead kit 70 cm . Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 27975156. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation and the leads had migrated. The patient experienced an undesired sensation in areas that she was not implanted to stimulate. Patient had buzzing, tingling, and numbness in her sides and abdomen, and have begun feeling excessive levels of heaviness and fatigue in her body. The patient underwent a lead replacement procedure and during the procedure, it was found out that the clik anchor was not sutured completely to the fascia and this may have been the reason for migration.